Event description:
It was reported the patient¿s atrial [sn: (B)(4)] and ventricular [sn: (B)(4)] leads became dislodged. The leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.